Manufacturer narrative:
This MDR was submitted in error because the product in question was not a medtronic product.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the pump was not working and the battery exploded inside and there was acid inside the pump. Customer put new battery but the power would still not turn on. Customer's blood glucose value during the incident was unknown. Troubleshooting guide was completed. Insulin pump will not be returned for analysis.